Manufacturer narrative:
Summary of eval: the root cause of this event is attributed to the user not fully tightening the inner rod to the implant. This resulted in maximum stress at the exposed thread and subsequent failure. The agent was alerted to instruct the users on proper use of the instrument.

Event description:
The tip broke off the end of the impactor. The broken piece was removed from the stem and surgery was completed successfully. There was no adverse consequence or the pt.